Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery. When editing time, always check that the am/pm setting is accurate.

Event description:
It was reported that the customer's pump site reminder had not gone off. During troubleshooting with tandem technical support (cts), the customer found that the date was off by one day and the am/pm setting was reversed. It was confirmed that the incorrect date/time was the reason why the site reminder did not sound when the contact thought it should have. For the past week, the customer's blood glucose (bg) had been low in the afternoons and it was thought that the incorrect date/time was a possible cause. Carbohydrates were consumed to address the low bg. Cts assisted the customer with correcting the time/date. Upon follow up, the contact reported that the incorrect time was due to use error.